Event description:
Allegedly, the doctor was performing an inguinal hernia repair procedure when one of the operating room personnel set the pt pressure at 30. Hosp contact correctly stated that it should have been set at 12. As a result of this incorrect setting, a hole was blown in the peritoneal wall and they had to switch to an open procedure. Procedure was completed. There was no malfunction of unit reported.

Manufacturer narrative:
Unit did not malfunction so hosp did not return for our eval. We could not find a record of this hosp purchasing unit. The unit must be at least 9 yrs old as this device was obsoleted in 2001.